Event description:
It was reported that an unspecified malfunction alarm previously occurred. The customer performed a pump reset to resolve the issue, and insulin therapy was successfully resumed. The customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.